Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior showed signs of physical: damage power module. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check failed. Failure trace to: power module was damaged. Proceed to replace the power module and liberty cycler was able to complete the test system air leak test passed. Valve actuation test passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that there was a flash seen when plugging the power cord into the cycler. The power cable connection was loose on the back of the cycler. The port on the back of the cycler wouldn't properly hold the power cable. When the cycler was powered on there was a flash and a short circuit. The patient was advised to not use the cycler. A new cycler was issued to the patient. In a follow up, the patient verified the "flash" event as actually being a spark noticed from the power source plug on the cycler. The patient said this happened when first getting ready to set up for treatment. There was no harm, intervention or adverse event associated with the spark. The patient got a new cycler and is doing treatments with no further issues. The cycler is available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a flash seen when plugging the power cord into the cycler. The power cable connection was loose on the back of the cycler. The port on the back of the cycler wouldn't properly hold the power cable. When the cycler was powered on there was a flash and a short circuit. The patient was advised to not use the cycler. A new cycler was issued to the patient. In a follow up, the patient verified the "flash" event as actually being a spark noticed from the power source plug on the cycler. The patient said this happened when first getting ready to set up for treatment. There was no harm, intervention or adverse event associated with the spark. The patient got a new cycler and is doing treatments with no further issues. The cycler is available to be returned for investigation.